Event description:
It was reported that the end of service (eos) message displayed for the ipg on external devices. It is unknown if the ipg depleted prematurely. Further troubleshooting may be pending to confirm the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The patient has not been scheduled for an ipg replacement surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.